Event description:
It was reported that during an unknown procedure, the rigid video scope image showed green noise. There was no harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the rigid video scope image showed green noise. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the tesu board was broken and, therefore, the heating function was not given properly. The most probable cause of the identified failures is cause traced to component failure. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional.